Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that he was trying to get a brain MRI and unable to put the implantable neurostimulator (ins) into MRI mode. The patient had a fall and they thought it was a brain bleed or a transient ischemic attach (tia). It was reported that this was not related to the patient's device or therapy. They were trying to place the ins into MRI mode but were getting the empty battery screen. The patient synced with patient programmer and it showed that the ins battery needed to be charged and was nearly empty. It was recommended that the patient take some time to charge and as soon as there was enough charge in the ins they would be able to put the ins into MRI mode. The patient was successfully charging with 8 coupling boxes filled in black. The indication implant was spinal pain.

Event description:
Additional information was received from a patient letter reporting that they were able to get the device into MRI mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.